Manufacturer narrative:
Reference number: (B)(4). Evaluation summary: post marketing vigilance (pmv) received one endo stitch* 10mm suturing devices, opened by the account with the appropriate packaging. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. One blade of the instrument was bent. The jaw gap was measured and met specification. Witness marks on the bevel wall were not observed for the instruments. The blade was bent back into place. Both instruments were then loaded with a needle from the pmv and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle for both instruments. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported condition. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Subsequently, the complaint data did display an increased trend for needle disengaged complaints. (Dec/2016) based on the product analysis, the failure was not confirmed to be attributed to the reported event. No enhancements or improvements were generated for the reported condition. The file was concluded to be a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, the needle fell out of the jaw of the device while suturing. The needle fell into the patient cavity and was retrieved. There was no component left in the patient cavity. The current patient status is good with no injury. There was no user injury. There was no unanticipated tissue loss. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. The device was used in the patient.